Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range (oor) right ventricular (rv) pacing impedance measurement of 259 ohms. It was noted that pacing impedances have been oor for over a year. Additionally, there was an observation of noise which appeared to be due to myopotential. Technical services is concerned with an insulation compromise. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range (oor) right ventricular (rv) pacing impedance measurement of 259 ohms. It was noted that pacing impedances have been oor for over a year. Additionally, there was an observation of noise which appeared to be due to myopotential. Technical services is concerned with an insulation compromise. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that the noise resulted in pacing inhibition of greater than two seconds. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range (oor) right ventricular (rv) pacing impedance measurement of 259 ohms. It was noted that pacing impedances have been oor for over a year. Additionally, there was an observation of noise which appeared to be due to myopotential. Technical services is concerned with an insulation compromise. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that the noise resulted in pacing inhibition of greater than two seconds. At this time, the rv lead remains in service. No adverse patient effects were reported.